Manufacturer narrative:
Sections with additional information as of 30-nov-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint was forwarded to supplier quality based on complaint's description for investigations. Received pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention sample. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for inaccurate dispense of the 32g trueplus pen needles. Customer was concerned the product is unable to administer her insulin and stated that she noticed her blood glucose was not coming down due to the pen needles being unable to dispense the insulin. The package had not been open or damaged when received by the customer. Customer has been using the pen needles for over a month. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - pen needles were returned without the protective cover cap and were unable to be shipped to manufacturer due to needle exposed. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.